Event description:
When the physician attempted to retrieve the delivery system after deployment of the stent in the cbd via the lower bile duct, the tip of the delivery system caught and felt resistance. He removed the delivery system and found the tip to be missing from the delivery system and left within the terumo 7fr sheath. The tip was retrieved with the sheath.